Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced recurrent urinary tract infections, suprapubic pain with dysuria, urgency, frequency, urethral sphincter ¿function¿ (dysfunction), cystocele, proctocele without uterine prolapse, mixed urinary incontinence, pelvic pain, atrophic vaginitis, dribbling of urine, bacterial vaginosis, functional disorder of the bladder, hematuria, abdominal pain, left leg pain, lumbar radiculopathy, spastic colitis, escherichia coli in urine, kidney stones, emotional distress and adhesions.